Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: eib lorrie, rep, shut off on its own a couple times during a procedure, (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is wear and tear. Poor air flow may affect ventilation of the light source unit. Bad led module due to a broken green led connector. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.